Event description:
It was reported that an extravasation occurred due to a perforation of the aneurysm during placement of the initial coil. Info provided indicated that the vessel was transparent and was ready to rupture. There was no indication that any malfunction or anomaly with the unit being placed at the time of the rupture was a factor. Six add'l coils were placed following rupture. A craniotomy was later performed for removal of hematomas.

Manufacturer narrative:
Device not returned for evaluation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concern.